Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was giving inaccurate readings. The customer's blood glucose was 128 mg/dl and sensor glucose was 48 mg/dl at the time of incident when it triggered threshold suspend. The customer stated also happened before when his blood glucose was 144 mg/dl and sensor glucose was 62 mg/dl. The customer's blood glucose was 100 mg/dl and sensor glucose was 105 mg/dl at the time of call. How glucose travels in the body was explained to the customer. The sensor will be replaced and will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.